Event description:
Failed no sensor [device issue]. No adverse event [no adverse event]. Case description: on (B)(6) 2015, a hospital representative in the us spoke with ikaria technical services regarding a failed no (nitric oxide) sensor and delivery failure (df) alarms with inomax dsir# (B)(4). The device was in use on a patient and no adverse event was reported. It was reported, second hand, that the device was in use on an adult pt (age not specified), which was receiving inomax at 70 parts per million (ppm) for approximately 2 days, dates not specified. He further explained that rebooting the device cleared the df, but the failed no sensor alarm continued, so inomax dsir# (B)(4) was switched off the pt. He stated the he now has no backup devices. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service investigation. Case comment: on (B)(6) 2015: this is a spontaneous, non-serious, post-marketing device report. No adverse patient events associated with the device issue were reported. The case is being reported because a previous case with similar device failure mode had resulted in serious adverse patient consequences (index case MDR #3004531588-2013-00022).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4) (complaint (B)(4)). The device investigation was completed on (B)(6) 2015. Evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The service log revealed a df alarm was raised due to monitored no. Absolute max of 100 ppm; actual value 103 pm. The df alarm was followed by a failed low no cell calibration due to low point counts above maximum, low point: 1221 counts. The failed low no calibration was followed by failed no sensor alarms and failed low no calibration. The service log revealed the failed no sensor alarm cleared following subsequent low calibrations. The reg service ctr (rsc) investigation could not confirm the reported complaint of delivery failure (df) or failed no (nitric oxide) sensor alarm; no alarms were present at bootup. The rsc could not reproduce the reported df during investigation and replaced the no cell due to log failure. Elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the df that occurred prior to the failed low calibration. The root cause for this report is no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past, which resulted in a serious adverse event (MDR# 3004531588-2013-00022).